Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was not sure what led to the sudden loss of stimulation, it was just not functioning. The patient scheduled an appointment with the urologist. It was not resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v855485, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient still used a catheter since implant. The patient experienced a loss or change of therapy and did not feel stimulation. The patient had a possible loss of stimulation sensation in (B)(6) 2015 following a fall. The patient had the device for so long it was hard to tell if they felt stimulation anymore, but they had no lack of efficacy. The patient had another fall in (B)(6) 2015 and had slight urgency according to the patient's family member, but the patient said the symptom control was the same. Otherwise there was no change in efficacy. The patient had a sudden change in therapy or symptoms. The poor communication screen was seen on the patient programmer on (B)(6) 2015. The patient was not recently implanted or had revision surgery. The patient used the antenna, confirmed the antenna was secure, synced with the implantable neurostimulator (ins), and this did not resolve the issue. The patient had poor communication both with and without the antenna attached to the programmer. The programmer had no telemetry with or without the antenna. It was unknown if the device was on or off. The patient's settings were low at 1.2v and had not been changed. The patient was waiting for a call back from their health care provider (hcp) as their next scheduled appointment was not until (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.